Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 53 mg/dl at the time of incident and current blood glucose level was 190 mg/dl. Customer¿s other blood glucose level was 150 mg/dl. Customer treated with juice. Customer also reported that the insulin pump had multiple insulin pump error alarm. Customer was able to clear the alarm. Customer was performed a self test and the test passed. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.